Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain at the ipg site since previous replacement surgery due to the location of their ipg pocket at the beltline. Reportedly, the issue is agitated while sitting. As a result, surgical intervention was undertaken wherein the pocket site was revised to address the issue. In turn, the company representative was not present for the case.